Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implant able neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s battery was replaced because their device was not taking a charge. It was reported that the patient got their device replaced with the new model. No symptoms were reported. The event date was asked but was unknown, as the patient stated they didn¿t remember though they thought maybe late (B)(6) 2017. No further complications were reported/anticipated.